Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). As no sample was provided, an examination and root cause analysis was not possible at our service laboratory in melsungen. According to the error description no further analyses could be performed. The information provided has been entered into our complaint database and will be included in our trend analysis of this product line. The complaint will be assess as not confirmed.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). Due the complaint description please note: there is no evidence of any malfunction of the device which has been quarantined for further investigation/analysis if required.

Event description:
As reported by the user facility in (B)(6): "death of patient." Customer information: death of patient - investigation on-going. Action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier). Device event log history downloaded and printouts produced. These printouts were provided to (B)(6) police as authorised and statements provided as part of an on-going investigation. There is no evidence of any malfunction of the device which has been quarantined for further investigation/analysis if required.